Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the access site adverse event/major bleed could not be determined without the returned product for investigation and sufficient clinical details. The cause of the fluid leak issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was placed via a single access at the femoral to support a 72 year old female patient who had been admitted in with known coronary artery disease, with a plan for the protected percutaneous coronary intervention (pci). Other medical history was not shared. The 14fr introducer and 7fr companion sheath were placed and there was an ooze noted. The team removed the 7fr companion sheath and accessed the contralateral leg for the pump and pci accesses. This intervention resolved the bleed. No blood products were deemed necessary. At the conclusion of the pci all product was weaned and removed. Patient survived. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
D4: corrected catalog number from introducer to 7fr single access sheath per a review of the complaint file.